Event description:
At 7:18 p.m., the customer obtained a blood glucose reading of 533 mg/dl on a contour next link 2.4 meter. On the sensor, the customer had obtained readings of 112 mg/dl and 114 mg/dl at 7:12 p.m. And 7:17 p.m. Respectively. At 7:19 p.m., a repeat testing was performed on the contour next link 2.4 meter and a reading of 127 mg/dl was obtained. At 7:22 p.m., a reading on the sensor was 110 mg/dl. The readings on sensor and blood glucose monitoring system are not comparable by themselves. However, as one of the readings obtained on the contour next link 2.4 meter and that obtained on the sensor were similar within the same time frame, the differences between the high and low readings on the contour next link 2.4 meter were compared. There was no adverse event alleged. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.